Event description:
On 05/21/2024, it was reported by a sales representative via (B)(4) that an ar-6480 pump outflow would not work with the shaver. Had to power cycle both shaver and pump multiple times before they connected. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected and no problems were noted with the device. The returned device was assembled with an ar-6410 lot number: 71915423 and known good ar-6430 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 67 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. No problem found. The device was assembled with a known good ar-6430 pump tubing and connected to a known good ar-8305 serial number: (B)(6) shaver console to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons in tandem with the shaver handpiece. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. Refer to investigation photos.